Manufacturer narrative:
Returned device was received in worn physical condition. The tank cover and front cover were cracked. The pcb and power switch were both outdated and the line cord was worn. During the evaluation of the device, the reported issue was able to be replicated. The port on the pcb that was used for adjusting temperature was found to be damaged by the customer. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical fluid warmer was not reaching the desired temperature. There were no reported adverse events.